Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the complaint was not confirmed, no problem detected it was confirmed that there was no problem with the device. No device problem found. No further escalation is required." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside the air/water channel, cylinder, and auxiliary water channel. There was no patient involvement.